Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 150 mg/dl. No backup insulin therapy was available. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.